Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Rigidfix cross pin kit sleeves and trocars are welding together. Our polish affiliate reports that a surgeon reported to him that on at least one occasion (date unk) a pt sustained skin burns (degree unk) due to supposedly from the friction and heat of the galled sleeves. The damaged portion of the skin has to be removed (we believe that they mean debrided). This is all of the detail provided to mitek.